Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp, one catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one catheter lock, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Functional and gross visual evaluations were performed. Although sample was returned for evaluation one video and photo were provided for review. The video shows a physician trying to flush using a syringe with flushing connector. According with the photo evaluation the white flushing connector was found to be partially occluded. The investigation is confirmed for the reported difficult to flush issue, as the flushing connector was attempted to be flushed using both the returned syringe and an in-house syringe but could not be flushed. A definite root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement, the device allegedly unable to be flushed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that prior to a port placement, the device allegedly unable to be flushed. The procedure was completed using another device. There was no patient contact.